Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease") and seizure ("seizures") in a (B)(6) female patient who had essure (batch no. 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epilepsy. Concurrent conditions included dry scalp, dry skin, fungal infection, candida vaginal, irregular menstrual cycle, dizziness, blurry vision, urticaria, vaginal itching and myofascial pain syndrome. In 2010, the patient experienced hirsutism ("hormonal changes describe: facial hair") and seizure (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), menstruation irregular ("irregular menses"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious"), depression ("depressed") and weight increased ("weight gain"). The patient was treated with metformin, topiramate (topamax), ibuprofen, levetiracetam (keppra), phenytoin (dilantin), surgery (surgical removal of essure coils), surgery (surgical removal of essure coils) and surgery (surgical removal of essure coils). At the time of the report, the pelvic pain, device breakage, abdominal pain, abdominal pain lower, vaginal discharge, rash, pruritus, menstruation irregular, dysmenorrhoea, dyspareunia, anxiety, depression, hirsutism, vaginal haemorrhage, menorrhagia, migraine, headache, seizure, allergy to metals, fatigue, weight increased and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, menorrhagia, menstruation irregular, migraine, pelvic pain, polycystic ovaries, pruritus, rash, seizure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of pelvic pain, cramping, vaginal discharge, rashes and itching, irregular menses, severe menstrual pain dyspareunia, among other symptoms. Ultimately, patient was required to undergo a procedure for removal of the essure devices on or about (B)(6) 2014. On (B)(6) 2010: left coil: 4 right coil: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement pregnancy test - on (B)(6) 2011: negative ultrasound pelvis - on (B)(6) 2011: normal on (B)(6) 2010: indication: desires sterilization findings: left coil: 4 right coil: 4 essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded on (B)(6) 2011: impression: pregnancy test is negative. Bilateral follicular cysts, otherwise normal pelvic ultrasound. Essure devioes are in satisfactory position bilaterally. Satisfactory tubal occlusion bilaterally. Patient can rely on essure for birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, headaches, migraine, seizure, weight gain, dyspareunia and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events: hisutism, vaginal haemorrhage, menorrhagia, migraine , headache, seizures, device breakage, nickel allergy, fatigue, weight gain, polycystic ovarian syndrome and pelvic inflammatory disease were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain'), seizure ('seizures') and embedded device ('the left sided essure was embedded more thickly') in a 24-year-old female patient who had essure (batch no. 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. Concurrent conditions included dry scalp, dry skin, fungal infection, candida vaginal, irregular menstrual cycle, dizziness, blurry vision, urticaria, vaginal itching and myofascial pain syndrome. In 2010, the patient experienced seizure (seriousness criterion medically significant) and hirsutism ("hormonal changes describe: facial hair") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), menstruation irregular ("irregular menses"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with ibuprofen, levetiracetam (keppra), metformin, phenytoin (dilantin), topiramate (topamax) and surgery (surgical removal of essure coils and surgical removal of essure coils, ovarian wedge resection and removal of foreign object). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic inflammatory disease, pelvic pain, seizure, embedded device, abdominal pain, abdominal pain lower, vaginal discharge, rash, pruritus, menstruation irregular, dysmenorrhoea, dyspareunia, anxiety, depression, hirsutism, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, fatigue, weight increased and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hirsutism, menorrhagia, menstruation irregular, migraine, pelvic pain, polycystic ovaries, pruritus, rash, seizure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of pelvic pain, cramping, vaginal discharge, rashes and itching, irregular menses, severe menstrual pain dyspareunia, among other symptoms. Ultimately, patient was required to undergo a procedure for removal of the essure devices on or about (B)(6) 2014. On (B)(6) 2010: left coil: 4 right coil: 4. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram on an unknown date: results: confirmed full occlusion and proper placement. Pregnancy test on (B)(6) 2011: results: negative. Ultrasound pelvis on (B)(6) 2011: results: normal. On (B)(6) 2010: indication: desires sterilization findings: left coil: 4 right coil: 4 essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. On (B)(6) 2011: impression: pregnancy test is negative. Bilateral follicular cysts, otherwise normal pelvic ultrasound. Essure devices are in satisfactory position bilaterally. Satisfactory tubal occlusion bilaterally. Patient can rely on essure for birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, headaches, migraine, seizure, weight gain, dyspareunia and pelvic inflammatory disease, polycystic ovaries, device breakage, embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2020: mr received. Reporter information, event "the left sided essure was embedded more thickly" was added. Auto narrative supplement was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain'), seizure ('seizures') and embedded device ('the left sided essure was embedded more thickly') in a 24-year-old female patient who had essure (batch no. 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. Concurrent conditions included dry scalp, dry skin, fungal infection, candida vaginal, irregular menstrual cycle, dizziness, blurry vision, urticaria, vaginal itching and myofascial pain syndrome. In 2010, the patient experienced seizure (seriousness criterion medically significant) and hirsutism ("hormonal changes describe: facial hair") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), menstruation irregular ("irregular menses"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with ibuprofen, levetiracetam (keppra), metformin, phenytoin (dilantin), topiramate (topamax) and surgery (surgical removal of essure coils and surgical removal of essure coils, ovarian wedge resection and removal of foreign object). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic inflammatory disease, pelvic pain, seizure, embedded device, abdominal pain, abdominal pain lower, vaginal discharge, rash, pruritus, menstruation irregular, dysmenorrhoea, dyspareunia, anxiety, depression, hirsutism, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, fatigue, weight increased and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hirsutism, menorrhagia, menstruation irregular, migraine, pelvic pain, polycystic ovaries, pruritus, rash, seizure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of pelvic pain, cramping, vaginal discharge, rashes and itching, irregular menses, severe menstrual pain dyspareunia, among other symptoms. Ultimately, patient was required to undergo a procedure for removal of the essure devices on or about (B)(6) 2014. On (B)(6) 2010: left coil: 4 right coil: 4. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Pregnancy test - on (B)(6) 2011: results: negative. Ultrasound pelvis - on (B)(6) 2011: results: normal. On (B)(6) 2010: indication: desires sterilization findings: left coil: 4 right coil: 4 essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded on (B)(6) 2011: impression: pregnancy test is negative. Bilateral follicular cysts, otherwise normal pelvic ultrasound. Essure devices are in satisfactory position bilaterally. Satisfactory tubal occlusion bilaterally. Patient can rely on essure for birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, headaches, migraine, seizure, weight gain, dyspareunia and pelvic inflammatory disease, polycystic ovaries, device breakage, embedded device lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain") and seizure ("seizures") in a 24-year-old female patient who had essure (batch no. 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included epilepsy. Concurrent conditions included dry scalp, dry skin, fungal infection, candida vaginal, irregular menstrual cycle, dizziness, blurry vision, urticaria, vaginal itching and myofascial pain syndrome. In 2010, the patient experienced seizure (seriousness criterion medically significant), hirsutism ("hormonal changes describe: facial hair") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), menstruation irregular ("irregular menses"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with metformin, topiramate (topamax), ibuprofen, levetiracetam (keppra), phenytoin (dilantin), surgery (surgical removal of essure coils). At the time of the report, the device breakage, pelvic inflammatory disease, pelvic pain, seizure, abdominal pain, abdominal pain lower, vaginal discharge, rash, pruritus, menstruation irregular, dysmenorrhoea, dyspareunia, anxiety, depression, hirsutism, vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, fatigue, weight increased and polycystic ovaries outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, menorrhagia, menstruation irregular, migraine, pelvic pain, polycystic ovaries, pruritus, rash, seizure, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of pelvic pain, cramping, vaginal discharge, rashes and itching, irregular menses, severe menstrual pain dyspareunia, among other symptoms. Ultimately, patient was required to undergo a procedure for removal of the essure devices on or about (B)(6) 2014. On (B)(6) 2010: left coil: 4 right coil: 4. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.16 kgs. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: normal. On (B)(6) 2010: indication: desires sterilization findings: left coil: 4 right coil: 4 essure implants were inserted into both tubal ostia without difficulty and coil lengths were recorded. On (B)(6) 2011: impression: pregnancy test is negative. Bilateral follicular cysts, otherwise normal pelvic ultrasound. Essure devices are in satisfactory position bilaterally. Satisfactory tubal occlusion bilaterally. Patient can rely on essure for birth control. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, headaches, migraine, seizure, weight gain, dyspareunia and pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.